Event description:
On (B)(6) 2010, pt reported the down button on her infusion device was not functioning properly. This was first noticed on (B)(6) 2010. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device has been used for a couple of years, and pt boluses 5-6 times per day. Down button pops up after being pressed. Up button still functions as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.

Event description:
Caller tested 5.0 inr on the coaguchek s system and 6.9 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the coaguchek s system.